Event description:
The customer reported that the pager is not responding when they tried it. No pt injury was reported.

Manufacturer narrative:
Product has been requested to be returned, but has not been received.